Manufacturer narrative:
The initial report is corrected to may 19, 2021. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a cut to the electrode near the electrode ground ring. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires near the electrode ground ring. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The initial report is corrected to june 9, 2021. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced incorrect electrode insertion. An x-ray confirmed incorrect electrode position. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.